Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, 19mm epic supra valve w/flexfit was implanted. On an unknown date moderate to severe aortic regurgitation along with aortic stenosis was noted. On (B)(6) 2021, the valve was explanted and upon explant the right coronary cusp (rcc) was confirmed to be torn. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant was reported due to aortic regurgitation, aortic stenosis, and a tear. The investigation found that cusp 3 was torn and contained degenerative changes at the tear site. All three cusps contained degenerative changes to the tissue. Cusp 2 contained a thin layer of pannus on both the inflow and outflow surfaces. There was no acute inflammation or significant calcifications present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate thinning and loss of collagen in the cusps and at the tear site, which could have contributed to the formation of the tear.